Event description:
The patient reported pain and is requesting an explant procedure. The patient is not currently wearing the waa. The explant procedure has not been scheduled as the patient is waiting for insurance approval.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Potential causes of new pain are migration, implanting the stimulator too close to the nerve, improper placement of the stimulator, and inadequate waa programming. However, the questionnaire shows the patient has another (non-stimwave) device implanted and has health issues (venous reflux disease, thyroid removed, and multiple throat surgeries), which may cause or contribute to the issue. The stimulator is used to treat pain. The cause of the reported issue is due to the patient is a poor candidate due to health, weight, age, or mental capacity (user error - clinician).